Event description:
Nurse went to the patient's home to give an injection of synagis. When she unwrapped the needle-pro she realized that it was missing a needle. She was able to find another needle-pro in her nursing bag, therefore the dose of synagis was not delayed. The defective needle pro was saved for evaluation.